Event description:
The reservoir tore at an unspecified time following placement into service. The device filled with air. No adverse event was noted.

Manufacturer narrative:
Date sent to the FDA: 02/16/2006 d10-corrected information h6-result code 708: the returned actual sample was checked by plugging the exit tube, locking the plates, immersing the device in water, and activating it. The device suctioned over 300 ml of water. The filled device was removed from the water and the plates were compressed to create internal pressure. There was no leakage from the device. H6-conclusion code 78: the device functioned as its design was intended. No device failure detected.